Event description:
It was reported to philips that the device gave an error indicating that free image space was too low, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by deleting the stored images. The philips field service engineer (fse) inspected the system onsite and confirmed that there was low space error. Analysis of the system log file showed that the disk space was too low. During troubleshooting, the fse checked the ippc status found bios battery was low. The fse replaced the bios battery and reinstalled the ippc software. After replacing the battery and reinstalling the ippc software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.